Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Provided logs confirm the reported issue. Our field service engineer (fse) was on site to investigate the issue further and found out that o2 cell was faulty and required replacement. The cell was replaced with a new one that was not manufactured by getinge. After replacing the o2 cell, the ventilator passed all functional and safety test and was returned for clinical use. No part was returned for further evaluation. Since no parts could be investigated further, the root cause of the issue has not been determined.